Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis of the device memory indicated a power on reset occurred on (B)(6) 2015 do not see time of eri date in s2d file. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited a long charge time and was near elective replacement indicator (eri). One week later the device exhibited power on reset (por). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.